Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been having low blood glucose. Customer's current blood glucose is 74 mg/dl. She stated this morning her meter reading was 33 mg/dl. Customer has questions about her meter, so she was transferred to the bayer help line. Nothing further reported.